Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. The catalog number identified has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image and a photo were provided for review. The investigation of the reported event is currently underway. (Expiration date: 11/2024). Device pending return.

Event description:
It was reported that during a recanalization procedure, the guidewire was allegedly broken and left in the heart. It was further reported that part of the broken guidewire was removed by percutaneous transluminal catheter retrieval of vascular/intracardiac foreign body. Reportedly, there was a piece still left in right atrium wall. The procedure was completed using another device. The current status of the patient was unknown.

Event description:
It was reported that during a recanalization procedure, the guidewire was allegedly broken and left in the heart. It was further reported that part of the broken guidewire was removed by percutaneous transluminal catheter retrieval of vascular/intracardiac foreign body. Reportedly, there was a piece still left in right atrium wall. The procedure was completed using another device. The patient is reportedly stabilized.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufcaturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and a guidewire was physically investigated. The guidewire was broken at 2 cm from the tip of the guidewire, the coiling wire winded up on the guidewire. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.